Event description:
It was reported that during a rotator cuff repair procedure the physician was utilizing a magnum 2 knotless implant. Upon inserting the implant into the patients bone hole an tensioning the suture, the suture apparently broke. The implant was abandoned. A new bone hole was drilled and a new implant was inserted. The procedure was completed and no complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.